Manufacturer narrative:
(B)(4).

Event description:
It was reported that end of service/end of life (eos/eol) had been reached with an implantable neurostimulator (ins). The patient came into the clinic sometime on (B)(6) 2013 with the eos message. Only that ins was replaced on the day of the report with the rest of the system remaining intact. The ins battery depletion was reported as premature. Battery longevity estimation was performed using ins parameters: program 1 with 3.4v, 80hz, 270us, electrodes 3+,2-,1-, and group impedance was at 408 ohms with 7.984v. The estimated elective replacement indicator (eri) was 14.62 months and eos was 17.62 months. Impedances were measured with following results between electrodes: c-0 was 795 ohms c-1 was 365 ohms c-2 was 751 ohms c-3 was 370 ohms 0-1 was 731 ohms 0-2 was 1141 ohms 0-3 was 783 ohms 1-2 was 663 ohms 1-3 was 253 ohms 2-3 was 662 ohms electrodes 1 and 3 were "a red flag" since bipolar measurement was less than unipolar and since impedance value was in the low end of the normal range. Electrodes 1 and 3 were used in the programming. It was also reported that after the ins replacement impedances on the old leads remained the same. When the lead alone with testing cable and external neurostimulator (ens) was checked, impedance values were even lower. Programming around the electrodes with low impedance was attempted but not achieved. The decision was made to "close everything up" and to plan a lead revision surgery in (B)(6) 2013. It was also indicated that the patient might have been experiencing some decreased benefit prior to ins depletion and changeout. Five days later it was reported that the lead revision had not been scheduled yet. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the lead was revised and that the patient was "doing fine".

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748240, serial# n(B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. Product ID 3387-40, lot# v001104, implanted: (B)(6) 2006, product type: lead. (B)(4).